Event description:
Catheter tip torn off.

Manufacturer narrative:
Tip of catheter was torn. Felt strong resistance at guidewire lumen of the catheter when the physician moved the catheter back and forward. Pulled back the catheter carefully, the tip was torn. The distal tip that remained in the vessel was removed.